Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 260 mg/dl. Customer's mother advised in the past when they would replace a battery and an infusion set they would play around with the device for a little while until it responded. However, this time the screen stayed blank and an hour later it was still communicating. Troubleshooting for the blank display screen was performed. Customer's mother advised the device did have a crack on the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.